Event description:
According to the dealer: "after 1 hour of use at the patient home, the concentrator made a detonation and had a burning smell."

Manufacturer narrative:
The alleged incident occured in (B)(6) on a device that was sold in (B)(6).